Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000823, serial/lot #: unknown. The system was serviced in the field and it was determined the imaging system booted into standalone mode. The mvs and image acquisition system (ias) network port intermittently stopped working. The manufacturer representative lost communication with the imaging system and could not remote in. The system logs also showed problems with database and system integrity. The mvs computer was rep laced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The site reported connection issues with the mobile viewing stations (mvs) and gantry after boot-up. The messages received on the pendant were unknown. There was no patient involvement.